Event description:
Information received indicates the bed is drifting into the trendelenburg position.

Manufacturer narrative:
The technician replaced the hydraulic manifold assembly to repair the bed.